Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device maintenance and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that a gemini stone retrieval paired wire/helical basket was used for a ureteroscopy procedure performed on (B)(6) 2009. According to the complainant, the sheath of the retrieval basket "broke," preventing the basket from opening and closing. It is unknown if a stone was present in the basket when the malfunction occurred. A second gemini stone retrieval paired wire/helical basket was utilized. The procedure was successfully completed using a third gemini stone retrieval paired wire/helical basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Several attempts have been made to obtain additional patient and event information. However, no further details have been made available to boston scientific to date.